Event description:
Rptr had severe allergic response to latex gloves - bronchospasm/vomiting/collapse. Response was to aerosolized latex, and glove powder. Rptr was not in contact with latex at time of collapse.